Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has exhibited a chronic high and undefined pacing impedance. It was noted the pacing impedance started to trend up two years ago. The rv lead remains in use. No patient complications have been reported as a result of this event.